Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient is experiencing positional stimulation and stimulation is no longer effective. X-rays have been inconclusive. Reprogramming was unable to resolve the issue. The patient underwent a drg lead placement for a trial on (B)(6) 2017 and no intervention has been undertaken yet on the scs system.

Event description:
Follow up information identified the patient is receiving effective stimulation.